Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 60 mg/dl. The customer husband assisted to treat the hypoglycemia with juice. The event involved product(s) mmt-332a, mmt-398a, mmt-7040a, mmt-1884. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-398a, mmt-7040a, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(4) unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 12-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 12-dec-2025 in the pump history file and found 1 stuckkeyalarm (61) on 12/06/2025 13:06:17.000, 2 lost sensor alerts on 12/10/2025, and 3 nodelivery (7) alarms on 12/12/2025 (during bolus). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. On a related svn (B)(4), perform the history review 2 days prior to the event date 18-dec-2025 in the pump history file and found 1 sensor error alert on 12/17/2025, 2 lost sensor alerts on 12/17/2025, and 1 nodelivery alarm on 12/18/2025 (during bolus). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.